Event description:
Attempted insertion of left internal jugular vein tunneled central venous catheter, complicated by suspected right hemothorax. Progression to hemorrhagic shock and cardiac arrest following initiation of acls and placement of two right chest tubes. Return of spontaneous circulation (rosc) achieved before second event of cardiac arrest, of which patient was unable to be resuscitated. Concern regarding design of device as attributing to the puncture of the vessel wall.